Manufacturer narrative:
Brand name: fms signal. Common device name: tubes, gastrointestinal (and accessories). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested but the complainant was only able to provide the product name. Complainant was unable to provide the model number or lot number information. No lot number is available cannot confirm vesta/fortune. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient developed a "fistula" while having a fecal management system (fms) in place. The exact location of the fistula was not provided. The estimated time reported that the end user had the device in place was "1.5 months or approximately forty-five (45) days". Additional information was received informing ¿this product was place and removed a number of times over the course of the forty-five days of use. The problem we had was that the patient developed such bad incontinence associated dermatitis(iad) from the colitis that she had and the leakage from around the fms that her whole bilateral buttocks, perianal, gluteal cleft and coccyx became a huge unstageable pressure injury that we could not keep clean. The end user was noted to have "frequent leakage of stool from around the fms device". It is currently unknown if the patient had a rectal exam prior to placement of the device to assess for any issues that would contraindicate usage of the device. It is unknown if there was any treatment provided to the fistula. The device was removed and discontinued. Multiple attempts were made to obtain further information, however, unsuccessful. No photographs depicting the reported complaint issue were submitted by the complainant.